Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
Device not returned.